Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6(type of investigation and component codes) the nurse reported that the alarm had activated several times in succession and stated that he had not used the help screen or utilized the iab fill key. Esp personnel explained what a gas loss alarm was and the potential reasons it could occur. He verified that all cables and connections were appropriate and secure and confirmed there was no blood in the helium tubing. The patient was on a 100% non-rebreather mask and was breathing extremely hard, bordering on requiring ventilation. Esp personnel reviewed the possible reasons the alarm could be triggered and confirmed that the nurse understood the appropriate troubleshooting steps.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.